Event description:
A healthcare professional reported that the pump experienced battery jumps. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made to contact the customer, but there was no response, and no additional information was received regarding the outcome of the event.